Manufacturer narrative:
Concomitant product : 5076-52 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was oversensing noise and high rate non-sustained episodes were noted; consequently, a lead integrity alert was triggered. The physician noted the patient was in an operation at the time of the oversensing and all other lead measurements were within range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.